Event description:
"The tube was used for tracheal intubation. After intubation and about 30 mins after vacuum, 15 mm connector was dropped off from tube by nature but, ventilator was not alarmed. Nurse noticed with alarm from pulse monitor attached to the pt. At the time of event. The pt is in cardiac or respiratory arrest."